Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is july 9, 2015.

Event description:
Boston scientific received information that the area surrounding the distal tip of this electrode was filled with body fluid. A procedure was performed in which an incision was made and pus evacuated from the site. The site of the incision was cleaned and irrigated with antibiotics and then reclosed. A sample was taken to determine the presence of infection though it could not be confirmed. No additional adverse patient effects were reported. This system remains in service.